Event description:
Info received indicates the left head brake caster will not hold when the brake is engaged.

Manufacturer narrative:
The tech isolated the issue to the brake casters. He replaced the brake caster to repair the bed.